Event description:
A display message was reported with the abbott diabetes care (adc) device. A "connected to computer" message displayed when the device was not connected to a computer, and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and was seen at the hospital where unspecified treatment was rendered for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mhgd285-t4820 was returned and investigated. Visually inspected the reader and no issues were observed. The reader was tested and it was observed that it turns on with the home button. The reader was connected to a pc using a usb cable. Observed ¿connected to pc¿ message. Unplugged the reader and did not observe the ¿connected to pc¿ message.therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. Device history records (dhrs) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release.